Manufacturer narrative:
During pre-repair assessment performed by a technician, functional testing was performed and revealed the bearings component was damaged. This was attributed to normal wear. Device was repaired and returned to the customer.

Event description:
Device was returned for repair. During the service technician found that the front side became hot and the bearings seemed to be worn out. This is report 1 of 1 for complaint (B)(4).